Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure detected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that there was an alleged inaccuracy of 3mm during a case that was able to be replicated with a resin head. The site registered the patient, stored checkpoints, moved the frame (surgeon wanted to move the position in the case), re-established registration using the checkpoint and accuracy was good. The site went backwards in the software to edit their pre-op plan that was made and changed the entry point. When they went forward in the software the accuracy was very off. During the case, the site was able to re-register using touch points and proceeded. The surgery was completed with navigation and there was no impact on patient outcome. When the site representative replicated the issue, he moved the entry point barely any distance from the current point.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.